Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that the lens was torn in half and a piece of the optic and a haptic was torn off and missing. There was a clear surgical residue on the lens.

Event description:
It was reported that the surgeon attempted to insert a cq2015 three piece collamer lens and the lens was torn while existing the injector. There was patient contact but no injury. The reporter stated, the incident was due to a loading error.